Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Certas valve was returned for evaluation: DHR - lot 6480932, conformed to the specifications when released to stock. Failure analysis - the catheter was irrigated, no occlusion noted. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root causes for the issue reported by the customer can be due to the presence of air bubbles who can reduce the cross-sectional area of the flow path, increase system resistance, and impede the flow of fluid through the system during testing, as noted in the IFU and or could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported restricted flow of a certas valve (ID 828802); therefore, it was removed and replaced on (B)(6) 2023. The valve was implanted on (B)(6) 2023.